Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS 26.1.

Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, after pump got extremely hot and melted while charging. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.